Event description:
The customer reported that during a software upgrade, the device showed an error code and the device was disabled and it couldn't get into clinical or service mode. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.